Event description:
It was reported that the Round-Tip Scissors was not closing. After further inspection, there seems to be a loose cable. There was no report of patient involvement or reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.